Event description:
Per info rec'd from physician, following positioning of port, the needle was still in place and the guidewire had to be removed. The wire was pulled back against the needle and broke. There was no migration of the wire fragment and no pt injury or complications resulted. It has been reported that the sample will be returned.

Manufacturer narrative:
While it has been reported that the device involved in the event will be returned for eval, to date, the sample has not been rec'd. Upon the receipt of the device / completion of the investigation, a follow-up medwatch will be submitted. (B)(4).